Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent moved on balloon. The patient underwent endovascular treatment. A 6.0mmx18mmx150cm express¿ vascular sd stent was selected to treat the lesion. During preparation, after the physician checked the balloon on which the stent was mounted, it was noticed that the stent slightly shifted. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd catheter with stent and mandrel. The balloon was tightly folded. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. The stent placement was between the proximal and distal markerband. The measurement between the stent and the proximal marker band was 0.5mm. The measurement between the stent and the distal marker band was 0.5mm. The measurements were within specification per product specification. There was no evidence of any material or manufacturing deficiencies. The reported stent moved on balloon was not confirmed via product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the stent moved on balloon. The patient underwent endovascular treatment. A 6.0mmx18mmx150cm express¿ vascular sd stent was selected to treat the lesion. During preparation, after the physician checked the balloon on which the stent was mounted, it was noticed that the stent slightly shifted. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported.